Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited scope communication error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the board and the modules, cracks in the collimator holder, nonfunctional serial digital interface ports. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the transmitter and receiver module and receiver module was confirmed to have contributed to the occurrence of scope communication error, e226. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had scope communication error e226.